Manufacturer narrative:
Concomitant products: 6947m62 lead implanted: (B)(6) 2012. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that about a month after the implant, the left ventricular (lv) lead exhibited increased thresholds and diaphragmatic stimulation. A lead revision was performed, but the patient developed diaphragmatic stimulation after the revision. The lead was ultimately able to be programmed in a way to avoid phrenic nerve stimulation and had an adequate capture threshold. The lead remains in use. No further patient complications have been reported as a result of this event.